Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during the last drain of their pd treatment. It is unknown at which point in therapy the leak may have begun. The patient received an unknown alarm prior to the leak. The cause of the leak was a faulty cassette as stated by the patient¿s pdrn. The patient was advised to discontinue the use of their cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation. Since the lot number of product involved is unknown a search on sap system was performed of the lots delivered to the customer. However, no information was found of liberty cycler set been delivered to the customer consequently, no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found on the sap system from this customer regarding to the product been delivered. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. No DHR review was performed since the lot number is unknown and no information was found on the sap system from this customer related to liberty cycler set been delivered.